Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports the display is blank. It is unknown at this time if there was patient involvement.

Manufacturer narrative:
Date received by manufacturer: (B)(4) 2016. The fse provided the part number and the customer will replace the display upon arrival. Attempts were made to obtain further information. To date no further details have been received. Should additional information become available, this record will be reopened and updated accordingly.

Event description:
The customer reported a blank display on their v60 ventilator. It is unknown if there was any patient involvement/harm.